Event description:
It was reported that the customer was receiving lost sensor alerts. Troubleshooting occurred, and it was determined that the sensor cannula broke off. Customer's blood glucose level at the time 114 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis, inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensor with cannula retracted inside of sensor base, no sensor breakage was found during analysis, also performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. The introducer needle passed per specification, unable to confirm if customer received sensor in said condition due to customer returned opened/used.